Manufacturer narrative:
(B)(4). Method: the returned opt546 nasal cannula was visually inspected for damage. Results: visual inspection revealed that the left side of the nasal interface, where the head strap buckle is attached, was broken. Contaminants were also visible in the nasal prong, indicating that it has been used. A lot check revealed no other complaints of this nature for lot number 110312. Conclusion: the opt546 nasal cannula is used to deliver humidified oxygen to patients. It consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The damage observed is most likely due to overtightening of the headgear strap. Our user instructions that accompany the opt546 adult nasal cannula indicate in pictorial format the accurate fitting of the cannula to the patient.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that upon opening of an opt546 adult nasal cannula box, the face plate was found to be broken. This was noticed prior to patient use.